Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pelvic organ prolapse. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced vaginal bleeding, pelvic pain, exposure vaginal sutures that required removal procedures of exposed suture; erosion of vaginal mucosa; dysuria; vaginal polypectomy; urinary incontinence and the need for a sling procedure surgery. Product was used for therapeutic treatment.